Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was received on 30-jan-2026: during a procedure on (B)(6) 2025, two ar-8400cbc bone cutters reportedly broke while cutting. The surgery was not delayed, no additional anesthesia was required, and no adverse effects were reported. No additional surgical intervention was needed.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in damage to the device. Directions for use dfu-0215-eo revision 1 - disposable arthroscopic shaver blades, burrs, powerpick, powerasp, nanoresection, and shaverdrill devices. F. Precautions: 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 11/28/2025, an FDA medsun notification was received via email. A facility representative reported that two ar-8400cbc bone cutters broke during use on a patient¿s ankle, resulting in metallic debris within the surgical site. According to the operative report, all metallic debris was retrieved arthroscopically. The surgeon noted that both devices malfunctioned and failed to function as intended. The procedure was completed using an angled curette from the bone set. This incident occurred during a left ankle arthroscopy with debridement and microfracture of a medial talus osteochondral defect procedure in (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.